Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2007 hysterosalpingography should there is proximal placement of the left microinsert with greater than 50% of the length of the inner coil trailing into the uterine cavity. Concurrent conditions included hypertension, obesity, uterine bleeding, painful periods, heavy periods and intramural leiomyoma of uterus. Concomitant products included iron (B)(6) 2015 to april 2017 for anemia as well as amlodipine besilate (amlodipine (besilat) dexcel) (B)(6) 2016 to june 2019, cetirizine since(B)(6) 2014, ethinylestradiol;norgestimate (tri-sprintec) from april 2016 to november 2016, hydrochlorothiazide (hydrochlorothiazide)-(B)(6) 2014 to june 2019, ibuprofen (motrin children), medroxyprogesterone acetate (depo-provera) since november 2015, naproxen (B)(6) 2014 to august 2014 and omeprazole (B)(6) 2016 to june 2019. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia/anemia") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain ("pain: pelvic") and abdominal pain ("pain: abdominal"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, autoimmune anaemia, dysmenorrhoea, fatigue and abdominal pain had resolved and the vaginal haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune anaemia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: an essure device was inserted without difficulty on the left cornu with 3 coils seen after deployment. She had received treatment for following events" dysmenorrhea(cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding),anemia, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia and dysmenorrhea. Lot number: 623824 manufacture date:2007-03 expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events¿ pain: pelvic, bleeding: anemia and pain: abdominal were added. The outcome of the events¿ menorrhagia (heavy menstrual bleeding) and fatigue was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 40-year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6)2007 hysterosalpingography should there is proximal placement of the left microinsert with greater than 50% of the length of the inner coil trailing into the uterine cavity. Concurrent conditions included hypertension, obesity, uterine bleeding, painful periods, heavy periods and intramural leiomyoma of uterus. Concomitant products included iron(B)(6) 2015 to (B)(6)2017 for anemia as well as amlodipine besilate (amlodipin (besilat) dexcel)2016 to (B)(6)2019, cetirizine since (B)(6)2014, ethinylestradiol;norgestimate (tri-sprintec) from (B)(6)2016 to (B)(6)2016, hydrochlorothiazide (hydrochorothiazide) (B)(6)2014 to (B)(6)2019, ibuprofen (motrin children), medroxyprogesterone acetate (depo-provera) since (B)(6)2015, naproxen (B)(6)2014 to (B)(6)2014 and omeprazole (B)(6) 2016 to (B)(6)2019. On (B)(6)2007, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced autoimmune anaemia ("autoimmune disorder type of disorder: anemia") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, menorrhagia, autoimmune anaemia and dysmenorrhoea had resolved and the vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune anaemia, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: an essure device was inserted without difficulty on the left cornu with 3 coils seen after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia and dysmenorrhea. Lot number: 623824, manufacture date:2007-03 , expiration date: 2009-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 623824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2007 hysterosalpingography should there is proximal placement of the left microinsert with greater than 50% of the length of the inner coil trailing into the uterine cavity. Concurrent conditions included hypertension, obesity, uterine bleeding, painful periods, heavy periods and intramural leiomyoma of uterus. Concomitant products included iron (B)(6) 2015 to (B)(6) 2017 for anemia as well as amlodipine besilate (amlodipin (besilat) dexcel) (B)(6) 2016 to (B)(6) 2019, cetirizine since (B)(6) 2014, ethinylestradiol; norgestimate (tri-sprintec) from (B)(6) 2016 to (B)(6) 2016, hydrochlorothiazide (hydrochlorothiazide) (B)(6) 2014 to (B)(6) 2019, ibuprofen (motrin children), medroxyprogesterone acetate (depo-provera) since (B)(6) 2015, naproxen (B)(6) 2014 to (B)(6) 2014 and omeprazole (B)(6) 2016 to (B)(6) 2019. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced anaemia ("autoimmune disorder type of disorder: anemia") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, anaemia and dysmenorrhoea had resolved and the vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain lower, anaemia, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: an essure device was inserted without difficulty on the left cornu with 3 coils seen after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anemia, menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: anemia, dysmenorrhea (cramping), fatigue, lower abdominal pain. Reporter information, aka name, lab data, treatment drug, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.